Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the intermittent image could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite video system center had an intermittent problem with no image relayed to the monitor. The customer reported this issue occurred when using the sdi signal output and the y/c signal output. No adverse effects to patient reported.

Manufacturer narrative:
The device has been returned to olympus for evaluation. Examination of the video system center showed no abnormalities. During testing, the device was found to perform as expected using the sdi signal output; however, the device relayed no signal to the monitor using the y/c signal output. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.